Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7076352, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure.